Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) and the zm transmitter showed different heart rate readings. The heart rate displayed on the cns was 90, while the EKG strip, measured with calipers, suggested a heart rate of 140-150 beats per minute. The bme stated they were using nk leads that worked with another patient, but with a different zm transmitter. At the time, the nurse did not attempt to switch leads. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt # 1: (B)(6) 2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2025 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the transmitter: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) and the zm transmitter showed different heart rate readings. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse station (cns) and the zm transmitter showed different heart rate readings. The heart rate displayed on the cns was 90, while the EKG strip, measured with calipers, suggested a heart rate of 140-150 beats per minute. The bme stated they were using nk leads that worked with another patient, but with a different zm transmitter. At the time, the nurse did not attempt to switch leads. No patient harm was reported. Investigation summary: insufficient information / no product returned. Multiple attempts were made to collect additional information regarding the complaint. However, the customer replied that they did not have this information available. There is not enough information to perform an investigation.the complaint could not be confirmed. Root cause could not be determined. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 08/28/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 09/12/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 09/16/2025 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the transmitter: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) and the zm transmitter showed different heart rate readings. No patient harm was reported.